Event description:
Related manufacturer reference number: 2017865-2025-27947. It was reported that the patient presented to the emergency department with pocket stimulation. An x-ray showed the right ventricular (rv) and right atrial (ra) leads had pulled back into the inferior vena cava (ivc). Both leads were explanted and replaced. There were no adverse health consequences, the patient was stable.